Event description:
The following information was reported by aci sales representative: the 6f/7f device was prepped and inserted into the 6f sheath with some resistance. Balloon was inflated once white line met the hub of the sheath. Balloon was inflated. She proceeded to pull the device back. There was never a definitive 1st stop before the balloon loss of pressure occurred. The buddy wire technique was utilized, so the sheath was introduced into the vessel. An angio was then shot and there was calcium proximal and at the arteriotomy. A perclose was attempted and failed, then an angioseal was deployed and hemostasis was obtained. The patient was not hospitalized. Stick location: rcfa. Vessel size: 5-7mm.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approximately 4 mm from the balloon proximal tip. The review of the lhr (lot f1330206) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that a femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.